Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube li...

Event description:
Customer reported a button error on his insulin pump. The buttons are not responding. Customer's blood glucose is 265 mg/dl. Customer is high because he ate dinner and forgot to bolus. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.